Event description:
A pt with a bmi of 41 underwent gastric bypass surgery. After firing the circular stapler, the circular stapler was unable tobe removed from the anastomosis. Graspers were introduced through the roux limb and splay the anastomosis to remove the circular stapler anvil. The g-j anastomosis was intact.